Event description:
As part of a legal dispute intuitive surgical received information regarding a patient that underwent a da vinci hysterectomy procedure on (B)(6) 2013. The legal document received alleges that the patient suffered the following injuries due to the da vinci surgery: ureter was cut, infection (had to be put on antibiotics), surgical correction.

Manufacturer narrative:
Based on the limited information provided, intuitive surgical has not determined the root cause of the surgical complications experienced by the patient. If additional information is received, a follow up medwatch report will be submitted to the FDA. This complaint is being reported due to the following conclusion: the patient reportedly experienced surgical complications while undergoing a da vinci surgical procedure.